Event description:
It was reported that the small battery drive device was not working. The reporter indicated that three different batteries were tried without any success. The event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and found that the triggers were jammed and that there was inconsistent power during power check. The assignable root cause was determined to be most likely due to normal wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.